Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient is having a problem with their implanted stimulator, and feeling uncomfortable stim. It was stated that the other night, a couple of days ago, it felt as though they were sitting on something sharp; this was later referred to as a jolt and noted to have happened a couple times. The patient checked, and they weren¿t sitting on anything. It was also reported that since implant it hurts in their vagina and the area of the implant. It was stated that if they decrease stim it ¿doesn¿t work right ,¿ and the program has been changed a couple times. Troubleshooting found that the patient was on program 3. They were assisted with changing to program 4 and they increased stim; it was confirmed that they could feel stim and it was comfortable. It was recommended that they follow up with their healthcare provider, and the patient noted they had an appointment coming up. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the steps taken to resolve the hurting in the patient¿s vagina and implant site were that the program was changed to a 4, and they were in the process of increasing the intensity level. The patient clarified that the problem with their stimulator not working right when they decreased stimulation was that they could not sit, stand, or recline on their back without pain in their vagina and it was very uncomfortable. The patient reported they tried decreasing the level of intensity and it did not help their problem when asked for circumstances that led to the problem with their stimulator. The patient stated there was no change in their activity level, and they had been on programs 1, 2, and now 4. The patient reported the issue had been resolved once the program was changed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient called to request help changing program to last program they hadn't tried yet, program 1. Patient increased stimulation to 1.9 v where she felt it comfortably in bike seat area. Patient is also going to call their health care professional to request appointment w rep to see if new set of programs can be added. No further complications were noted or anticipated